Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in bad condition. The device failed calibration. The root cause of the reported issue was found to be a defective electronic assembly board. Actions were taken to mitigate the reported issue: replaced damaged board.

Event description:
It was reported that the warmer would not calibrate. No patient injury was reported.